Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2021 a computed tomography of the chest showed loculated right side effusion. A right chest tube was inserted on (B)(6) 2021,and drained 850cc overnight. The chest tube output decreased to 320cc and 160cc the following days. A chest x-ray was done on (B)(6) 2021 that also showed left side consolidation/pleural effusion. Right side chest tube was discontinued on (B)(6) 2021, with interventional radiology being consulted for left chest tube. On (B)(6) 2021, the patient was given 1 unit of packed red blood cells (prbc) for a downtrending hemoglobin of 7.2. Post transfusion the hemoglobin rose to 8.3 and no further transfusions were given.

Manufacturer narrative:
Manufacturer investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported event could not conclusively be established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) . No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2021. The heartmate 3 left ventricular assist system (lvas) instruction for use (IFU), rev. C, is currently available. Section 1 of this document lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 ¿patient care and management¿ (under "anticoagulation") outlines the recommended anticoagulation regimen (including international normalized ratio (inr) range) for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.